Event description:
Subsequently, boston scientific crm received information from the local representative that the shock impedance measurements following the red alert have been within normal limits. This patient has been scheduled for an in-clinic device/lead system evaluation in early (B)(6) 2010.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (low shock impedance). The alert notification was reviewed by the clinic and the local representative was notified. Subsequently, boston scientific crm received information that this local representative contacted technical services to discuss the alert. Technical services provided recommendations (patient isometrics, serial shock lead integrity test (slit)). The local representative was planning to discuss this further with the physician.

Manufacturer narrative:
The available information suggests that this device and right ventricular (rv) defibrillation lead remains inservice. The event will be reopened if additional information is received and/or products are returned for analysis.

Manufacturer narrative:
--